Event description:
It was reported that the patient would be having a generator pocket revision. Clinic notes indicated that the generator had eroded through the skin and needed revision or removal it was reported that there was a postoperative wound infection. It was reported that the lead was extruding as well. Prior to the extrusion of the generator and lead extrusion, the generator site had just been red. The generator pocket was revised from the left side of the chest to the right side of the chest as a result. The generator's device history records were reviewed. Sterility prior to release for distribution was verified. No further relevant information has been received to date.

Event description:
It was noted that the physician was unsure of what was causing the extrusion and infection. No further relevant information has been received to date.